Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated customer tested on the mobile system and received a value of 21.1 mmol/l or 21.0 mmol/l. The customer took 6 units of novorapid insulin based upon that value. About 2 hours later he called an ambulance because of "severe hypoglycemic" symptoms. The emts glucose value was 2.0 mmol/l. Within 10 minutes the customer was tested on his mobile system and a result of 13.6 mmol/l was received. Customer was treated with glucogel and recovered. The manufacturer requested return of suspect product for evaluation.